Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and the information provided, it was confirmed that foreign material adhered in air/water channel, air/water cylinder and auxiliary channel that appeared to be a detergent solution or disinfectant solution but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no deformation observed at the foreign material locations and no additional facility device cleaning/reprocessing information was reported or available. The following is included in the instructions for use (IFU): detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device. And auxiliary channel which looks like.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited white foreign material air/water tube, air/water auxiliary tube and air/water cylinder. There were no reports of patient involvement.